Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (1000 mcg/ml) via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. On (B)(6) 2017 it was reported that a critical pump alarm occurred and was confirmed by telemetry. The alarm was due to ¿stopped pump may exceed tube set¿. The pump logs indicated some sort of update or communication with the pump occurred on (B)(6) 2017. The patient started hearing the pump alarm yesterday ((B)(6) 2017) and was seen in the office today. There were no other relevant events in the logs showing any stalls or issues aside from one short stall on (B)(6) 2017 at 12:01 with a recovery at 13:35. It was unclear if the patient had an MRI at that time. The patient had been in the ER (emergency room) the week before last, but it was unclear if there was any issue related to that. It was unclear if telemetry had been interrupted or the pump was intentionally stopped. The hcp that saw the patient on (B)(6) 2017 was not available currently to provide an explanation. The patient had an increase in pain as a result of the pump being in stopped pump mode. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated to reflect the information received on 2017-jul-14. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider on 2017-jul-14. It was clarified that the patient's visit on (B)(6) 2017 was a pump adjustment follow-up after the patient's pump was refilled in may 2017. The hcp confirmed that the follow-up was not surgical nature. The hcp did not have any further information to provide regarding the patient.